Event description:
It was reported that an amia device experienced a low priority alarm (max air exceeded) alarm. The patient was not connected at the time of the alarm. This occurred during the priming step of peritoneal dialysis (pd) therapy. During troubleshooting, it was observed that there was a leak from an unspecified location which resulted in the alarm. Renal therapy services (rts) advised the patient to start over with all new supplies. Rts assisted the caregiver to prepare the set up to start over. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was identified during use of the amia cassette, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.